Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare (fph) field representative that the dryline tube of an rt340 adult dual-heated evaqua breathing circuit could not be connected to the chamber. It was further reported that one of the 22mm adaptors was "male." This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected. Results: visual inspection revealed that the adaptors were incorrectly assembled to the dryline tube: one end of the dryline tube had a 22m/22m type adaptor while the other end had a 22m/22f. A lot check revealed no other complaints of this nature for lot number 120116. Conclusion: the incorrect adaptors prevent the dryline tube from being connected to the chamber or ventilator. It is likely that operator error, during assembly process, resulted in the different adaptors being assembled to the dryline tube. This had not been noticed during the inspection phase.